Event description:
It was reported that the patient underwent a revision approximately 7 years and 1 month post-implantation due to pain. During the revision two small contained defect were noted on the acetabulum, allograft bone packed in defects. The femoral component was retained, while all other components were revised. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat#: 11-104109, lot#: 642260 mlry-hd por fmrl 9x150mm. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.